Event description:
It was reported prior to routine generator change out that the atrial lead exhibited a failure to capture. The lead was capped on (B)(6) 2022. The patient was stable and asymptomatic.